Manufacturer narrative:
Additional information: h11: one (1) actual device and twenty-nine (29) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by peeling open the flexible blister to expose the duel luer lock cap, and it was noted that the test failed in seventeen companion samples as the packaging was difficult to open. There were no issues noted when opening the actual unit. The reported condition was not verified in the actual sample; however, it was verified in seventeen companion samples. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an unspecified amount of dual luer lock caps could not be opened. There was no way to pull apart the package. There was no space to separate between the paper and plastic of the pull tab. This was observed before use. There was no patient involvement. No additional information is available.